Event description:
A customer reported to beckman coulter, inc. (Bec) a diluent leak on coulter hmx cp hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) reported a pv49 pinch valve leak. Pv49 provides open diluent path for needle backwash. Blood and diluent pass through the needle backwash. The fse replaced tubing. The root cause for this event was attributed to a pinch valve leak at pv49 (B)(4).